Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned voyager nc dilatation catheter noted blood visible in the guide wire lumen and contrast in the inflation lumen and loosely folded balloon, which is consistent with preparation, the catheter advanced into the patient anatomy and the balloon inflated. The outer member was necked 1 mm distal to the junction notch for a length of 1mm. Difficulty to inflate/deflate can be affected by, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique when using the product and accessory device support, unevenly trimmed hypo-tube jacket material in the inflation port (hub) causing a valve when inflated or deflated and blocking the flow of contrast in or out of the balloon, and/or contamination in the inflation lumen and inner diameter of the shaft. The overall length of the catheter was measured and met manufacturing criteria. A new indeflator was used to measure the inflation and deflation times. The balloon catheter was pressurized three times and each time the balloon inflation met manufacturing criteria. The deflation times were taken six times; however, the first three attempts did not meet manufacturing criteria. The deflation times were taken again after flushing out the contrast that was returned in the balloon catheter and these met the required specification according to the voyager nc product specification. Reportedly, no damage was reported as being observed during product inspection prior to use; therefore, it is possible that the contrast mix ratio may not have been properly diluted and could have contributed to the inflation/deflation difficulties. Contrast that is more concentrated can lead to slower deflation. It is specified in the instructions for use (IFU) materials required section that the contrast is 60% contrast diluted 1:1 with normal saline. It is possible that if resistance was encountered during retraction of the catheter, as the balloon would not deflate, and as force was applied, the shaft became stretched, further contributing to the balloon unable to deflate; however a conclusive cause for the difficulty inflating/deflating the balloon could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported difficulty inflating/deflating the balloon could not be determined. All dilatation catheters are 100% visually inspected for damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify proper balloon inflation and deflation.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 3.0 x 20 voyagaer; guide wire: sion blue, rinato; guide cath: mach1 7f q3.5sh; stent: 3.0 x 33 mm cypher select. The device was received. Investigation is not yet complete.

Event description:
It was reported that the target lesion is located in the left anterior descending artery (lad), with moderate tortuosity, moderate calcification, was a concentric lesion, de novo and with a 90% stenosis. The target vessel diameter is 2.5 mm - 3.5 mm and the target vessel length is 32 mm. Two non-abbott guide wires were advanced to the lesions and predilatation was performed with a 3.0 x 20 mm voyager rx. Intra vascular ultrasound was then performed. A non-abbott stent was deployed. An attempt was made to postdilate with the 3.5 x 15 mm voyager nc, but difficulties were experienced inflating the balloon. It took 30 seconds to fully expand the balloon to 14 atmospheres. During deflation, the balloon was also difficult to deflate, taking 30 seconds to partially deflate; however, the balloon was able to be retrieved in the guiding catheter. Outside of the patient anatomy, the physician attempted to inflate the balloon to test it and the same issue occurred. A new 3.5 x 15 mm voyager nc was used to complete the postdilatation of the stent without issue and the procedure was completed. No patient effects were reported. No additional information was provided.